Manufacturer narrative:
Follow-up # 1.the lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging that his onetouch ultramini meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 at 12:00am. The patient stated that he obtained a result of "477 mg/dl" using the subject meter compared to a result of "90 mg/dl" using another device, both results taken within 30 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30 mg/dl. The patient manages his diabetes with self-adjusting insulin. It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "shaking, disorientated and typical signs of low sugar from taking too much insulin" approximately 1 hour after the alleged product issue began. The patient stated that he self-treated with more food/drink on (B)(6) 2016 at around 2:00am. At the time of troubleshooting, the csr noted that the patient did not have control solution available to perform a walk-through test, the test strips had not expired, been open for longer than the discard date or stored improperly, the test strip vial was not cracked or broken, the subject meter was set to the correct unit of measure setting, the patient was using the correct testing technique and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "shaking" and he self-treated for symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began. The symptom and treatment do meet lifescan's criteria for a serious injury.